Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records. Make sure that another report is not scheduled and that there is no next report due date as the investigation was completed and an smdr is not needed.

Event description:
The user facility reported that the medical team experienced difficulty implanting an impella 5.5 in a 67-year-old male patient for mechanical circulatory support due to the patient's anatomy. After multiple failed attempts, the impella 5.5 implant was aborted and an impella 5.0 was subsequently placed for patient support.